Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred during use with a pn 32g 4mm 5b xtw easyflow la. The following information was provided by the initial reporter, "the patient contacted us to report a possible quality deviation in the bd ultra fine 4mm easy flow needles (lot 9085939 fab 2019/04 val 2024/03), informed that he uses the needles for insulin application and that in the last lot purchased more or less 10 needles came clogged, he informed that apparently they are normal, but when you perform the flow test the liquid does not come out and when you change the needle for another, the liquid comes out normally."